Event description:
The complainant stated that the brake caster will lock, but continue to swivel when in brake.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.